Event description:
A 24-year-old male presented with left upper extremity swelling. His symptoms were consistent with thoracic outler syndrome and thrombus was identified extending from the brachial vein to just past the brachiocephalic vein. The plan was to gain brachial access and to use the 13 fr clottriever (CT) sheath. Access was gained and imaging was performed. The physician then decided to place the 13 fr CT sheath. The dilator was advanced into the vessel, but the patient expressed pain. Upon deployment of the funnel, the pain increased. Imaging was performed which revealed that the funnel was not deployed and the imaging appeared unusual. The decision was made to remove the sheath, but the physician experienced resistance. The physician pulled harder, and the sheath came out with vein encompassing the shaft. Extravasation was also discovered. Upon inspection, it was revealed that a 16 fr CT sheath was used instead of a 13 fr. Stasis was obtained and the patient was discharged later that day. It was reported that the patient returned to work the following morning but called the physician and complained of pain. Plans were made for the patient to undergo a rib resection.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's injury was the result of user error (use in an undersized vessel). Vessel dissection and vessel perforation are listed in the device labeling as complications / adverse events. Manufacturer reference #: (B)(4).